Event description:
It was reported that the pt made one suicidal gesture recently. Per physician, there was obviously no intent for harm to himself and there was no danger or effect to pt. The physician feels the event is related to the pt's mental disorder and possibly related to his medications. Attempts for further info have been unsuccessful to date.